Event description:
It was reported through the sales rep that a 6500 power pro xt was allegedly involved in an ambulance accident and a patient was in the ambulance at the time of the incident.

Manufacturer narrative:
A (B)(6) ambulance was traveling on a rural road and was involved in a wildlife collision. Following the initial collision, the ambulance slid through a snow bank and stuck to a utility pole. The impact with the pole occurred to the passenger side of the patient compartment. The ambulance had a patient secured to a stryker 6500 power-pro ambulance cot. The cot was fastened into the ambulance in a ferno model 175-3 cot holder. During the incident, the cot broke loose from the fastener as a result of the retaining post assembly breaking. Also, the side-rail assembly was bent away from the side of the stretcher. As a result of the crash, the patient is reported to have received bruising to their lower leg.